Event description:
Reporter indicated that the pt has recently had two grand mal seizures (one lasting .2 minutes and the other lasting 1 minute, 20 seconds). The reporter also stated that the last time the pt had a grand mal seizure was approximately 8 months ago and it was due to lack of sleep. The reporter said that they attempted to use the magnet to abort the seizures but it did not stop them. It was further reported that the pt's voice is still changing with stimulation, indicating that therapy is still being delivered. The pt's neurologist adjusted the vns settings and increased the dosage of topamax. The pt reportedly now has a tingling sensation on the whole left side of their body. The pt was diagnosed with bronchitis which may have contributed to the unusual seizures. An MRI and eeg have been ordered.